Event description:
In 2002, I received silicone breast implants per the recommendation of a plastic surgeon due to abnormal breast tissue and painful fibrous cyst clusters. I was a healthy (B)(6) y/o with no health problems. At the time the use of silicone implants was only approved for use in pts undergoing reconstructive surgery. I was told they were new and improved from the older models and perfectly safe. I was also told they would last a lifetime, with the exception of damage from a bad accident or traumatic injury to the area. When I asked about the potential health hazards for leaking silicone, I was told that was impossible, that even if the shell ruptured and pressure was applied, the new silicone material inside the capsule was highly gelatinous and would remain in a solid mass. In 2015, I began to have pain in my nipples and discharge. I went to the drs and had an MRI showing a bilateral rupture. For reasons that I won't disclose at this time, the implants were only just removed last month, (B)(6) of 2018. During that three year period before the surgery, my health deteriorated steadily with a host of various symptoms that dr after dr could not diagnose. Severe chronic fatigue left me unable to function and bed ridden. Headaches, burning rashes under my skin that couldn't be seen, swollen underarms and neck, severe hair loss, weight gain, brain fog, etc. Drs had no diagnosis or explanation for the cause of my symptoms. Upon removal of the implants, the surgeon found a mess of "soup" inside, what was left anyhow. The capsule had shell had grossly deteriorated, and a substantial amount of the silicone material was no longer in the shell or in the capsule. Only 1/4 remained on one side and half on the other, leaving the difference between that and the original volume as migrated to other parts of my body.